Manufacturer narrative:
The device was returned to the manufacturer and investigation completed 24-oct-2018. On investigation, the display screen demonstrated dim/fading/color spectrum issue as alleged in the complaint. Investigation duplicated the complaint. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There is no indication the alleged product issue caused or contributed to an adverse event.